Event description:
Customer reported an issue with an incorrect insulin estimate. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any corrective actions taken by the customer or technical support¿s response to the incident.